Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen became unresponsive and illegible so caller could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate method if necessary until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping details, and explained that replacement would have updated software, needed to be programmed with customer settings, and needed reconnection to continuous glucose monitor, while also instructing customer to place damaged pump in storage mode and return it within 10 days using provided shipping materials to avoid being billed.